Event description:
During an assisted embolization procedure, resistance was met when attempting to pass the enterprise stent delivery system through the hub of the prowler select plus. The prowler select plus 5cm tip (mc) microcatheter was inspected and there were no kink/compression were noted. Continuous flush was maintained within the mc and primed perfectly. The physician did not want to force the delivery system; therefore, the stent delivery system was removed intact and a new enterprise stent was used with the same mc to complete the procedure. The position with the mc was not lost, and the same mc was utilized to complete the procedure. Both, the enterprise delivery system and mc will be returned for analysis. After the product was received and microscopic analysis conducted, a foreign substance was found on the delivery system.

Manufacturer narrative:
Confirmed foreign material constraining the movement of the stent. Per facility report: a review of the device history records indicates this packaging lot consists of 25 units from one assembly lot of delivery wires and one lot of stents, final inspection tested by lake region medical and deemed acceptable for shipment on 05/16/2008. As received, the specimen is loaded within the introducer sleeve. The proximal coil's proximal joint is loose visually. Neither the introducer tip nor the microcatheter hub presents any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The specimen device does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Pending additional information, assignment of root cause for the event is speculative and inconclusive. The specimen presents extensive foreign material deposits over the length of the constrained stent and the inner lumen of the introducer near the stent. As noted in the data forwarded to lake region, sem/eds analysis identified the presence of "tin chloride"; the ft-ir identified the presence of "glutaraldehyde (decontamination solution)". A review of the material safety data sheet (msds) for the flux used in the solder process contains orthophosphoric acid at 65 to 75% by weight - not chlorine based. Discussion with the manufacturing engineer responsible for the production line, indicated chlorine exposure is unlikely to occur in the manufacturing process. The photographs supplied by cordis indicate the deposits are present on the delivery wire coils and on the stent struts (including on the marker coils); the stent contains no solder joints, the marker coils are threaded onto the stent struts and then secured to the stent with adhesive and the stent assembly is a welded construction. Without access to cg labs decontamination process, it is unclear if a rinse process is performed to halt or inhibit any caustic (corrosive) reaction that may occur as a result of exposure to the decontamination solution. The presence of tin on the nitinol stent with tungsten marker coils is not unusual, given the close proximity of the collapsed stent on the delivery wire (with its platinum marker coil soldered to the core wire with 95% tin, 5% silver) within the introducer sleeve with moisture (possibly from the decontamination process). Per cg labs investigation indicated that the material compatibility literature provided by the manufactures of both turgezyme and cidex plus (decontamination product) states that the products are non-corrosive and are compatible with wide range of metals, plastics, and elastomers. Based on the available information, the decontamination process could not have caused the reaction (corrosion) found during analysis. The cause of the material (corrosion) found in the enterprise could not be determined. Additional information will be submitted within 30 days of receipt.